Manufacturer narrative:
Device issue with inomax dsir # (B)(4). The device investigation was completed on 15-oct-2015. The regional service center (rsc) service log review revealed a failed nitric oxide (no) cell alarm. The alarm immediately followed a failed low no cell calibration with high point: 1066 counts and low point: 1197 counts. The log also revealed a delivery failure (df) alarm raised due to monitored no greater than absolute maximum of 100 parts per million (ppm); actual 104 ppm. Elevated low point counts during the calibration are consistent with a misbehaving no cell with the elevated counts possibly contributing to the delivery failure that occurred prior to the failed low calibration. The rsc also experienced the reported complaint of a failed no cell alarm at bootup. The rsc performed low/high calibrations to clear the alarm and replaced the no cell as a precaution. The rsc did not experience a df alarm during testing. A full function test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device; this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On 10-sep-2015 a customer reported, second hand, that a device issue (failed no sensor) with inomax dsir# (B)(4) occured at their facility. The company's technical services group requested that a low calibration and nitric oxide (no) high calibration be performed. During follow-up on (B)(6) 2015, the customer stated that they were unable to calibrate the sensor as they were unable to access the low calibration screen. No other details were provided. The device was in use on a patient and no harm was reported. Inomax dsir# (B)(4) was removed from service and returned to the company for service evaluation.